Manufacturer narrative:
Requests have been sent to clarify the dates reported from the study. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Instruction for use (IFU): surgical procedures for vads and the use of vads are associated with numerous risks. Adverse events that may be associated with the use of the vad include driveline infection, local infection and sepsis. The IFU has instructions on infection control guidelines. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. Change twice daily (bid) for drainage, trauma or infection. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Although a definitive root cause cannot be determined, clinical status, comorbidities such as diabetes, and pharmacological factors are possible contributing factors. The greater frequency of infections in diabetic patients is caused by the hyperglycemic environment that favors immune dysfunction, micro- and macro-angiopathies, neuropathy, and decrease in the antibacterial activity of urine, gastrointestinal and urinary dysmotility, and the greater number of medical interventions for this type of patient. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported about a dt study patient that they experienced a major driveline infection. The patient reported a possible site infection on "2(B)(6)", and while in the clinic on "(B)(6)", a small pea-sized abrasion was noted posterior to the exit site along the path of the driveline with mild purulent drainage and erythema noted. The patient was admitted, cultures grew purpureocillium and fungal treatment was started, on "(B)(6) 2016" an incision and drainage (I&d) procedure was performed. The patient recovered with no issues and was discharged "(B)(6) 2016" with medications.

Manufacturer narrative:
Additional information was received that the patient and his wife initially noted worsening erythema around a pustule around his driveline (dl) on (B)(6) 2016. The event was reported to have been resolved on (B)(6) 2016. The primary investigator reported that the event was related to the hvad system and to the patient's condition and unrelated to the hvad procedure. Although a definitive root cause cannot be determined, clinical status, comorbidities such as diabetes, and pharmacological factors are possible contributing factors. The greater frequency of infections in diabetic patients is caused by the hyperglycemic environment that favors immune dysfunction, micro- and macro-angiopathies, neuropathy, and decrease in the antibacterial activity of urine, gastrointestinal and urinary dysmotility, and the greater number of medical interventions for this type of patient. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.